Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 460 mg/dl. Customer also reported that the transmitter or sensor had not transferred blood glucose data to insulin pump despite three sensor change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.